Event description:
It was reported that the instrument tip bent. No other details relating to the malfunction of the instrument were provided. No pt harm was reported. No adverse outcome or injury was reported.